Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during the phacoemulsification mode of a cataract extraction with intraocular lens implant procedure they were having occlusion issues. It was noted that the tip and the handpiece seemed to be occluding. The tip and handpiece were exchanged which resolved the issue. This is the third report of three for this facility.